Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the joint effusion/swelling and pain reported cannot be conclusively determined but may be due to the reported patient fall. The reported event could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side, followed by joint aspiration and injection, approximately 1.5 years after replacement. Subsequently, the patient is still experiencing pain and swelling. The patient's hip (tha) gave in while doing yoga and used knees to help protect hip. Left knee went into valgus and the next day, the knee was inflamed and painful. As a result, approximately 3 weeks following the previous procedure, the patient underwent and additional aspiration to left knee. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 02-020-11-0235 - truliant ps cem fem cem left sz 3.5: (B)(6). 02-020-11-0335 - truliant ps cem fem cem right sz 3.5: (B)(6). 02-022-44-3511 - truliant tib imp psc insert sz 3.5, 11mm: (B)(6). 02-022-44-3511 - truliant tib imp psc insert sz 3.5, 11mm: (B)(6). 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t: (B)(6). 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t: (B)(6). 200-07-32 - advanced patella 32mm 3 peg implant: (B)(6). 200-07-32 - advanced patella 32mm 3 peg implant: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.